Event description:
It was reported that a patient on peritoneal dialysis (pd) experienced peritonitis. There were no reported allegations that the peritonitis was caused by any malfunctions or issues with fresenius products. In additional follow-up, the patient¿s pd nurse confirmed the patient was experiencing symptom of abdominal pain. As a result, on (B)(6) 2022, the patient had a pd culture obtained in the outpatient pd clinic. The nurse indicated the pd culture grew corynebacterium species. The patient was treated with intra-peritoneal (ip) vancomycin and ceftazidime (per clinic protocol) on an outpatient basis. Per the nurse, the patient is reportedly recovering and continued pd treatment with the same cycler. However, per the nurse, it was also discovered the patient¿s pd catheter (not a fresenius product) was malfunctioning and causing the reported slow drains with the cycler. As a result, the patient had a hemodialysis catheter placed and is transitioning to hemodialysis modality for renal replacement needs. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse attributed the cause of peritonitis to a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is no objective evidence that a liberty cycler set malfunction or product deficiency was associated with the peritonitis event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The patient¿s pd culture yielded growth of corynebacterium species which are bacteria normally found on human skin. Therefore, based on the reported information, the peritonitis can be attributed to a breach in aseptic technique during the pd exchange, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on peritoneal dialysis (pd) experienced peritonitis. There were no reported allegations that the peritonitis was caused by any malfunctions or issues with fresenius products. In additional follow-up, the patient¿s pd nurse confirmed the patient was experiencing symptom of abdominal pain. As a result, on (B)(6), 2022, the patient had a pd culture obtained in the outpatient pd clinic. The nurse indicated the pd culture grew corynebacterium species. The patient was treated with intra-peritoneal (ip) vancomycin and ceftazidime (per clinic protocol) on an outpatient basis. Per the nurse, the patient is reportedly recovering and continued pd treatment with the same cycler. However, per the nurse, it was also discovered the patient¿s pd catheter (not a fresenius product) was malfunctioning and causing the reported slow drains with the cycler. As a result, the patient had a hemodialysis catheter placed and is transitioning to hemodialysis modality for renal replacement needs. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse attributed the cause of peritonitis to a breach in aseptic technique during the pd exchange.